Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial output connector was occluded by a stuck pin. Analysis also determined that the upper and lower cases and both bail covers were broken, the battery contacts compressed and the serial number label damaged. (B)(4).

Event description:
It was reported that there was a pin stuck in the atrial port of the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a pin stuck in the atrial port of the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.